Event description:
It was reported that the right ventricular (rv) lead had high impedance and no capture at max output. Therefore, the physician decided to cut, cap and replace the lead with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.